Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user didn't know how or when it happened, just noticed that his chair was leaning to the left, and end user got down on his knees and notice that where the actuator bolts to the center frame is broken.